Event description:
It was reported that oversensing of noise were observed on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed visually. The lead was replaced to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences.

Event description:
Additional information received indicated no intervention has been performed. The lead is still implanted and has not been replaced. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Additional information was requested but was not available.

Event description:
It was reported that oversensing of noise were observed on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed visually. Lead revision was anticipated to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences.